Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is automatically shutting off. There was no patient involvement.

Manufacturer narrative:
Additional data- b4, g3, g6, h1, h2, h3, codes(inv. Types, inv finding, inv conclusion, component), h11. A getinge field service engineer (fse) confirmed the unit was not pushed into the cart and batteries at zero capacity. Fse recharged batteries overnight. Unit passed all functionality and safety tests per factory specifications and returned to customer. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿recharging batteries ¿. However, since no part was replaced or returned for evaluation, the root cause could not be determined.